Event description:
An alarm issue was reported with the adc sensor. A customer reported that the low glucose alarms did not sound when they became hypoglycemic and experienced symptoms of sweating, dizziness, was unable to talk, and lost consciousness. An ambulance was called and customer was administered glucose infusion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. A customer reported that the low glucose alarms did not sound when they became hypoglycemic and experienced symptoms of sweating, dizziness, was unable to talk, and lost consciousness. An ambulance was called and customer was administered glucose infusion for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Attempted to activate high/low glucose alarms with an iphone 8 using a good known libre 2 sensor. The iphone 8 successfully received high/low glucose alarms. No issues were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.